Event description:
It was reported that the patient was experiencing inadequate pain relief and was noted that the ipg was not working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.